Manufacturer narrative:
H4: lot manufacture date: october 19, 2020 - october 20, 2020. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition; the fill cap was removed with no observed evidence of a leak. A functional leak test was performed by manually adding green color water to the bladder to the maximum volume; no evidence of leak was observed at the filler neck (fill port) or any part of device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, further described as "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had unspecified liquid leakage at the "filler neck". This was discovered during preparation. There was no patient involvement. No additional information is available.